Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -11.0/0.5/66 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on 12-jun-2023. The lens was implanted upside down. On (B)(6) 2023 the lens was explanted and the problem was resolved.